Event description:
It was reported that the device and leads were explanted due to infection. The patient had a good outcome after administration of antibiotics.

Manufacturer narrative:
No medwatch form was received.